Event description:
Patient states that he has experienced insulin shooting out of the tubing without activating the pump piston. Patient solved problem by changing to new infusion set from another lot number.

Manufacturer narrative:
Evaluation summary: two used devices were returned for evaluation. Used devices: the tubings were visually inspected for any tears or cracks on the tubing it self and on the attached connector parts. Furthermore a flow test and a p-cap connector vent test were performed. The membranes in the p-cap connectors were humid and the samples also failed the p-cap connector vent test. Unused devices: no unused samples were returned for evaluation. Reference samples: the reference samples were tested as the returned used sample. All samples were in accordance with product specifications. (B) (4)